Event description:
It was reported that an ilet user experienced hyperglycemia after announcing a higher-carbohydrate meal approximately 20 minutes after eating, with blood glucose measured at 280 mg/dl and later 218 mg/dl. The event was attributed to an incorrect meal size announcement timing relative to intake. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no need for medical intervention and no alarms or alerts. Investigation included technical support review and user education regarding meal announcement timing and carbohydrate impact. Investigation of this case revealed user-related operational factors consistent with delayed and underestimated meal announcement leading to hyperglycemia. It was concluded that the device functioned as designed and that the event was related to use error with meal announcement and meal size estimation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.